Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcba control board was causing the issue and needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the pendant displayed scrolling generator bars during startup. While in remote desktop, ¿generator not ready¿ displayed. Both the image acquisition system (ias) and the mobile view station (mvs) were rebooted. It was noted the j7 changer side all pair pins were inside 26.61v - 28.26v, and the j7 batteries side all pair pins were above 24v. It was noted the atp board had one blinking led, and one illuminated led. The ias was rebooted again, and the pendant displayed blank in both the motion and generator bars, a red x in communication for mvs, and remote desktop showed, ¿generator not ready¿, and ¿detector not ready¿. It was also noted that tera term displayed ¿boot¿ continuously in a black window. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The system control assembly board was returned for analysis. Findings confirmed a defective system control board and electrical component failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation determined that the reported issue is not a software issue. The issue was a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the pendant displayed scrolling generator bars during startup. While in remote desktop, ¿generator not ready¿ displayed. Both the image acquisition system (ias) and the mobile view station (mvs) were rebooted. It was noted the j7 changer side all pair pins were inside 26.61v - 28.26v, and the j7 batteries side all pair pins were above 24v. It was noted the atp board had one blinking led, and one illuminated led. The ias was rebooted again, and the pendant displayed blank in both the motion and generator bars, a red x in communication for mvs, and remote desktop showed, ¿generator not ready¿, and ¿detector not ready¿. It was also noted that tera term displayed ¿boot¿ continuously in a black window. This issue was noted outside of a procedure, and there was no patient involvement.